Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: pharmacy manager said he was demonstrating how to give a diabetes therapy injection and found customer's insulin pen had needle on it without hub. The hub and needle had separated. States not sure what patient did.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: pharmacy manager said he was demonstrating how to give a diabetes therapy injection and found customer's insulin pen had needle on it without hub. The hub and needle had separated. States not sure what patient did.